Manufacturer narrative:
UDI# (B)(4). Additional manufacturer narrative and/or corrected data: the previously submitted MDR inadvertently did not indicate the suspect device's UDI number.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for the generator prior to distribution.

Event description:
Further information was received indicating that the patient underwent surgery on (B)(6) 2015, to have a new vns system implanted. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1506 ohms.

Event description:
It was reported that the vns patient underwent vns system explant due to an infection. Review of manufacturing records confirmed sterilization for the generator prior to distribution. No further information will be provided by the healthcare facility. No device was returned to the manufacturer to date.